Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 19. On (B)(6) 2024 the implant was removed upon patient¿s request. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: pain and inflammation. No further patient complications were reported.